Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a multi-vector left ventricular (lv) threshold test was performed. There was a loss of capture noted on the lv lead, and during the testing, the patient experienced asystole due to a loss of right ventricular backup pulse which should have been provided by the device. The device was reprogrammed to address the loss of lv capture. The patient was stable with no consequences. Related manufacturer report number: 2017865-2018-05983.